Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side "nipple paresthesia", non-device related and capsular contracture baker grade iii. Patient reported left side capsular contracture unknown baker grade and a bilateral exchange of textured breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional additionally reported "nipple paresthesia", non-device related. Patient reported left side capsular contracture unknown baker grade and a bilateral exchange of textured breast implants due to the patient¿s concern with the product. Patient later reported ¿capsular contracture bakr grade IV¿, ¿pain¿ ¿silicone particles in capsules surrounding implants,¿ ¿swollen and tender lymph nodes in the breast area, underarms¿, ¿swollen and tender lymph nodes in the throat, neck, and groin¿ ¿burning pain around the chest wall or breasts,¿ ¿chronic inflammation,¿ ¿severe skin rashes¿, increase in papules (flesh colored raised bumps),¿ and ¿easy bruising,¿ patient additionally reported ¿fatigue or chronic fatigue¿ ¿cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss);¿ ¿dry skin, eyes moth, hair; weight gain,¿ ¿temperature intolerance; ringing in the ears;,¿ ¿metallic taste in the mouth; night sweats,¿ ¿insomnia,¿ ¿foul body odor¿, ¿muscle twitching¿, ¿dehydration¿, ¿frequent urination,¿ ¿photosensitivity¿, ¿nail changes (cracking, splitting, slow growth, etc,)¿, ¿decline in vision or vision disturbances ¿ cataracts; slow muscle recovery after activity¿, ¿liver dysfunction; gastrointestinal and digestive issues ¿ ibs, gerd¿, ¿smell or chemical sensitivities¿, ¿throat clearing, cough, difficult swallowing, chocking feeling,¿ ¿heart palpitations,¿ ¿vertigo¿, ¿dizziness,¿ ¿edema (swelling) around eyes,¿ ¿sudden food intolerances, and allergies,¿ ¿muscle aches,¿ ¿weakness; joint pain and soreness;¿ ¿chronic neck and back pain,¿ ¿shortness of breath,¿ ¿tingling or numbness in the arms and legs,¿ and ¿headaches¿ all not related to the device. The device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5100977.